Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior injection. The procedure was performed under general anesthesia. It was noted that during the placement procedure the visualization was slightly compromised. The imaging showed the hydrogel was above the seminal vesicles. The patient condition was reported as "fine". The patient is planned for external beam radiation treatment. No patient symptoms have been reported at the time of this report.